Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient involvement, and no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during preventative maintenance testing indicating the oxygen blending module air flow drift was out of range. Since it was believed to be a malfunction of the flow rate sensor inside the oxygen blender module, the oxygen blender pca was replaced. Repair test was performed and the unit confirmed to operate properly.